Event description:
The customer reported that the system shut down without command. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was re-greased. The system was then found to be operating as intended. The service representative recommended to the customer that the x-ray tube be replaced.